Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump was sticky and harder to press for response. Customer¿s blood glucose level was unknown. Customer reported that the screen of the insulin pump had scratches and they did read around them. Customer reported that the insulin pump had diminished battery life but more than 7 days. The insulin pump will not be returned for analysis.